Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient presented with dry eye syndrome bilaterally four months post lasik. Patient reported dryness and that eyes feel itchy. Patient was prescribed topical lifitegrast ophthalmic solution to use twice daily in both eyes and to continue using artificial tears as directed. Patient is still being managed. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye